Event description:
Event description cpi received information that this sweet picotip bipolar lead was not capturing or sensing and exhibiting impedance of less than 80 ohms approximately three weeks after implant. The patient was returned to surgery, and lead was found to have an insulation break.